Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a low blood glucose (bg) level of 40 mg/dl. Customer was treated with a glucagon injection and was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, an out of range (oor) issue occurred between the transmitter and the pump. As a result of the oor, the pump reverted to personal profile settings and the control iq software was inactive. The cause of the low bg was unknown as the pump was operating as intended. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.